Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the external pulse generator (epg) displayed an error code after boot up. It was noted that the epg was unable to boot up normally and had a white screen. It was noted that the printed circuit board (pcb) was corroded. Additionally, it was noted that the upper screen had no display. The liquid crystal display (lcd) was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) displayed an error code after boot up. The epg was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was further reported that the upper case, keypad flex, encoder assembly flex, lower case, lcd display, display frame, main printed circuit board (pcb) screw, insulator label were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.